Event description:
It was reporter that the device was in use with patient for subcutaneous infusion of "life sustaining" medication (drug name not provided). The reporter stated the patient accidentally changed the infusion rate from 0.032 ml/hr to 0.000 ml/hr. The patient switched to the backup infusion pump in their possession. No adverse effects reported.